Event description:
It was reported that the device exhibited a primary audible alarm. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a damaged battery connector, and cracked top, bottom, and plunger case. A 'primary audible alarm post' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.